Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
A few days after a successful biopsy procedure, a pneumothorax in the right lower lobe was discovered and reported by the physician on (B)(6) 2020. A chest tube was placed to resolve the pneumothorax. The patient recovered and was released on (B)(6) 2020.